Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my tubes\coils out last march with medicaid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced seasonal allergy ("only seasonal allergies"), dyspnoea ("having big breast doesnt help with breathing easier."), exercise tolerance decreased ("I have gptten bad with the exercise intolerance"), muscle hypertrophy ("lots of lot of muscle over the last two years"), arthralgia ("my hips and knees are hurting so bad right now/ pain in my joints"), fibromyalgia ("I have fibro too") and myofascial pain syndrome ("all my leg muscles are joining in the fun too. They're all full of knots"). The patient was treated with surgery (salpingectomy and coils out2014, hystrectomy and right ovary2016). Essure was removed in 2014. At the time of the report, the medical device removal, seasonal allergy, dyspnoea, exercise tolerance decreased, muscle hypertrophy, arthralgia, fibromyalgia and myofascial pain syndrome outcome was unknown. The reporter considered arthralgia, dyspnoea, exercise tolerance decreased, fibromyalgia, medical device removal, muscle hypertrophy, myofascial pain syndrome and seasonal allergy to be related to essure. The reporter commented: hysterectomy and right ovary 2016. Amendment: the report was amended for the following reason: kindly delete this case from our argus database as found this case as a duplicate of 2014-023654. All relevant information were transferred from retention case. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my tubes\coils out last march with medicaid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced seasonal allergy ("only seasonal allergies"), dyspnoea ("having big breast doesn't help with breathing easier."), exercise tolerance decreased ("I have gptten bad with the exercise intolerance"), muscle hypertrophy ("lots of lot of muscle over the last two years"), arthralgia ("my hips and knees are hurting so bad right now/ pain in my joints"), fibromyalgia ("I have fibro too") and myofascial pain syndrome ("all my leg muscles are joining in the fun too. They're all full of knots"). The patient was treated with surgery (salpingectomy and coils out 2014, hystrectomy and right ovary 2016). Essure was removed in 2014. At the time of the report, the medical device removal, seasonal allergy, dyspnoea, exercise tolerance decreased, muscle hypertrophy, arthralgia, fibromyalgia and myofascial pain syndrome outcome was unknown. The reporter considered arthralgia, dyspnoea, exercise tolerance decreased, fibromyalgia, medical device removal, muscle hypertrophy, myofascial pain syndrome and seasonal allergy to be related to essure. The reporter commented: hysterectomy and right ovary 2016. Concerning the injuries reported in this case, the following ones were described in social media: medical device removal, exercise tolerance decreased, dyspnoea, seasonal allergy. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received : reporter added. Events added- arthralgia, fibromyalgia, limb mass. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my tubes\coils out last march with medicaid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced seasonal allergy ("only seasonal allergies"), dyspnoea ("having big breast doesnt help with breathing easier."), exercise tolerance decreased ("I have gotten bad with the exercise intolerance") and muscle hypertrophy ("lots of lot of muscle over the last two years"). The patient was treated with surgery (removing essure coils). Essure was removed. At the time of the report, the medical device removal, seasonal allergy, dyspnoea, exercise tolerance decreased and muscle hypertrophy outcome was unknown. The reporter considered dyspnoea, exercise tolerance decreased, medical device removal, muscle hypertrophy and seasonal allergy to be related to essure. Concerning the injuries reported in this case, the following ones were described in social media: medical device removal, exercise tolerance decreased, dyspnoea, seasonal allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.